Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following a cataract extraction and intraocular lens (iol) implant procedure, the patient experienced foreign body discomfort, which was serious. The patient has diabetes and recovered slowly following the surgery. Antibiotic eye drops, eye ointment and promoting-cornea and conjunctiva-growth eye drops were given, the condition was observed. The patient is recovered.